Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retained and returned devices. Source: phone.

Event description:
Suspected approximately 3 false positive result for flu a; tests were performed on both symptomatic and asymptomatic patients. No confirmatory testing completed.